Event description:
It was reported that the patient presented in clinic, upon interrogation a message displayed for invalid data, diagnostics anomaly. The data was cleared, the data was reread and retrieved normally. No additional information was available. No patient symptoms were noted.